Manufacturer narrative:
Beckman coulter field service engineer (fse) discovered the fluid leak was caused by clogged mix chambers. The fse replaced the diff and nucleated red blood cell (nrbc) mix chambers and resolved the issue. Service activity performed was verified to meet the specific requirements per established procedures. Results conformed to the manufacturer's published performance specifications. Chamber. (B)(4).

Event description:
The customer reported approximately ten (10) milliliters of blood fluid leaked from the transport area or the mixing chamber and was contained within the instrument involving unicel dxh 800 coulter cellular analysis system. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucous membranes. There was no report of operator injury or adverse effect associated with this incident. The customer has an exposure control management plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.